Event description:
The customer reported the table won¿t boot and the workstation will not turn on. The system is down. There are no reports of pt injury.

Manufacturer narrative:
The ge svc rep troobleshot the system to a defective surge supressor board in the workstation. The part was replaced. The system operates as intended.